Event description:
A superintendent from a nursing home in (B)(6) contacted customer service. She stated that a week earlier, a nurse at the facility was removing the endcap from the microlet lancing device when she sustained a needlestick from a used lancet. No other info was provided about the event. The lancing device was returned to the u.s. For eval. A microlet2 device was sent to the facility.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. In some countries outside the us, customer info is not provided due to privacy laws.